Manufacturer narrative:
The lot was manufactured between march 29, 2019 - march 31, 2019. Seven (7) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a spike port cap leak at the base of the port tubing was identified on all seven samples. The reported condition was verified. The cause of the condition could not be determined. The two (2) remaining samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) units of 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the ports. This issue was discovered during setup and preparation, before patient use. There was no patient involvement. No additional information is available.